Manufacturer narrative:
The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.